Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of embolism and stroke are listed in the emboshield nav6 instruction for use (IFU), as known possible adverse events potentially associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects resulting in treatment with medications and prolonged hospitalization, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling..

Event description:
It was reported that the procedure was to treat the right internal carotid artery (rica). The emboshield nav6 was advanced to the proper location, beyond the lesion, for embolic protection. A non-abbott balloon was used to predilate the lesion, followed by rica stenting with an xact stent. The procedure went well and all devices were removed; however, 10 minutes post-procedure, the patient suffered a large embolic stroke. A computed tomography (CT) scan was performed, confirming an acute clot in the common carotid. A heparin drip was started. On december 30, ultrasound noted that the stent was open. The patient continues to experience left sided paralysis. There were no device or procedural issues. No additional information was provided.